Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified. The review of the logfiles by the technical service department showed potential to improve the workflows but did not reveal any technical problems with the device or factors in direct relation to the reported event. The treatment report shows that the user selected that the thickness of the flap was thinner than the recommended flap thickness. The root cause could not be determined conclusively, however no technical root cause could be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported an incomplete flap in the patient's right eye during unknown timing of the surgery.